Manufacturer narrative:
Manufacturing site: (B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented the patient had been stable after the procedure. The coil wire of the returned guidewire was elongated distal to the middle solder (designed to be at 40mm from the distal end). Proximal to the middle solder, the coil wire was unraveled due to accumulated excessive torsion. At approximately 32mm distal to the middle solder, the core wire was found fractured. The core wire fracture site was observed under a microscope. It revealed that the core wire had a flat fracture surface and spiral marks on its shaft. These finding suggested that the core wire fractured due to excessive torsion. The coil wire elongation was starting at approximately 15mm from the distal end. On the distal end of the returned guidewire, a bullet tip remained attached. The coil wire was not fractured and remained in one unit. The coil wire was removed to expose the inner coil wire underneath. The inner coil wire had widened pitch but not fractured. The inner coil wire was removed to expose the core wire underneath. The core wire was fractured at approximately 8mm form the distal end. Distal side of the core fracture site also had a flat fracture surface and spiral marks on its shaft. By measuring all the length of the core wire, it was concluded the guidewire was returned without any missing piece. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the above findings, it is concluded that rotational force exceeding the product's design limit was inadvertently applied to the guidewire while its distal tip was trapped in the tortuous peripheral vessel. The coil wire elongation was presumed to be occurred along the removal of the guidewire. There was no indication of product deficiency. The IFU states: - [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
During pci to treat a cto lesion in the rca, an asahi guidewire was advanced retrograde with support of an asahi catheter. When the guidewire reached at a bent portion of the 4pl it became difficult to manipulate and remove so that the physician removed both the guidewire and the catheter. It was noted that the coil wire of the guidewire became elongated. The guidewire was exchanged to another and pci was resumed. Reportedly there was no adverse impact on the patient and no remedial action was taken for this incident.